Event description:
It was reported the customer received several no delivery alarms on their insulin pump. Customer also reported a blank display after they had pressed resume from their no delivery alarm. Customer's blood glucose was 179 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer was advised their alarms may be caused by a bent cannula or site/set occlusion. Advised the customer to change their entire infusion set and monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.